Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. At this time it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
The wire was frayed and there was like a little wire hanging out of it. They pulled it off and they noticed it at the end of the case. It was reported the problem occured during withdrawal outside the patient. The patient condition was reported as fine and the procedure was completed with this device.